Event description:
It was reported that the hummer tps handpiece operated faster than normal during set up. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
H10: the failure for unintended motion was confirmed by the repair technician through functional evaluation, and visual inspection. The cable assembly was twisted/damaged. This would cause the reported event. The cable assembly was replaced. The device passed all final inspection activities prior to return to the account.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the hummer tps handpiece operated faster than normal during set up. There was no patient involvement, and there were no user injuries or adverse consequences.